Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B5- additional information. H2- correction. H6- correction. H10- additional information.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient¿s mother removed the sensor due to a skin reaction. The mother took the patient to the physician, who prescribed an oral antibiotic amoxicillin (unspecified dosage) and a topical neosporin ointment. The physician also advised the use of tegaderm and a skin tac barrier, along with a smith & nephew adhesive remover. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.